Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the wash collar vacuum valve (p/n 472689) which resolved the issue. The fse verified repairs by calibrating and running qc; no further leaks were observed. Upon recur, a leaking reagent probe could impact any or all chemistries, including critical chemistries. The manufacturer reference number for this event is (B)(4).

Event description:
A customer reported a contained reagent probe a leak on a unicel dxc 800 pro instrument. The customer also stated the cover drip tray under the probe was full of fluid. There were no reports of exposure or injury related to this leak. In addition, no erroneous results were generated or reported.